Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue by removing the coiled cable to the iabp. To fix the issue, the fse replaced the coiled cable, cable, backplane to coiled cord, installed stencil on upper front panel label, patient connector and front panel including fiber door. The fse then performed full functional and safety checks to meet/and met factory specifications. The iabp was returned to the customer and cleared clinical service.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) shutdown while on a patient, and the screen went blank while operating on batteries. No patient harm, serious injury or adverse event was reported.